Event description:
Summary - clinical file (B)(6). The patient was carried to surgery in order to repair weak abdominal wall with biological implant. This procedure was indicated because patient had had previous surgeries in order to repair weak abdominal wall and she rejected polypropylene mesh and ethibond mesh. The surgery was done without any difficulties fixing with u-surgical stitches. Fifteen days later, the patient presented collection and pop abscess. This difficulty was managed during a month, with antibiotic drugs and surgical drain and use of vacuum system for a week with low pressures. Later pop without difficulties. In (B)(6) 2014, patients reported abdominal pain and an ultrasound scan was done. That ultrasound scan showed collection and strange body. As a result, patient went to another institution in order to confirm and an exploratory laparotomy was carried out. It was found collection related to biological implant which was not integrated. Drain was done and material was removed.

Manufacturer narrative:
(B)(4).